Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit's (mpu) cable isolation was damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of mobile power unit (mpu) cable damage was confirmed via evaluation of the heartmate mobile power unit (serial number (B)(6) at the european distribution center (edc). Visual inspection revealed a cut in the patient cable¿s outer jacket. The mpu underwent functional testing and passed without issue. The patient cable was replaced and the mpu was returned to the rental pool. The patient cable was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded patient cable¿s jacket and underlying layers were stripped at the location of the damage. No damage to the underlying wires was observed. No atypical alarms were produced throughout testing. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.